Manufacturer narrative:
Engineering analysis: the sample was removed from the bio-hazard bag and inspected to determine the cause of the complaint. On initial inspection the stent was no longer on the balloon and was not with the returned device. The balloon was still in the folded position and showed no signs of contrast fluid in the proximal or distal balloon cones. The balloon surface was evaluated to determine if the stent was crimped properly during manufacturing. The impressions were clearly visible indicating that the stent was properly crimped by manufacturing. The sheath used in the case was not returned. Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atrium's final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). Manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lbs. Result: all (B)(4) quality inspection samples passed this final inspection without any non-conformances noted. Conclusion: we have not been able to determine any fault due to manufacturing.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
Stent came off the balloon. The device did have patient contact.